Event description:
This the lifestent was deployed in the bile duct of a patient with unresectable carcinoma. Upon deployment, the tip of the delivery system snagged on the stent when the dr tried to withdraw it. Had to cut the catheter of the delivery system close to the handle to allow the outer sheath to be advanced up the nose cone and withdrawal completed. It reportedly took 30 minutes to withdraw the delivery system. No further information available. No patient injury.